Event description:
It was reported that at a follow-up, the device could not be interrogated, and there was no pacing. The patient had complete heart block with a rate of 30 bpm. It was also noted that ventricular impedance readings were low. Approximately six months earlier, remaining estimated longevity was 2-4 years. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing found the device in a no output, no telemetry condition. The no output, no telemetry condition was found to be the result of lifted output bond wires. It was reported that at a follow-up, the device could not be interrogated, and there was no pacing. The patient had complete heart block with a rate of 30 bpm. It was also noted that ventricular impedance readings were low. Approximately six months earlier, remaining estimated longevity was 2-4 years. The device was explanted. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Wire, device was out of specification in a manner that relates to event, interrogate, difficult to pace, failure to, impedance, low.